Event description:
It was reported that the camera head gave an error code. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a defective cable unit, the cable failed leak test and damaged cable insulation (cut on the cable). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: communication error e224 confirmed due to defective cable unit. The most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head gave an error code. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.